Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the easypump infused a 46 hour supply of fluorouracil in a little over 24 hours. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The received sample was taken to a visual and physical inspection for damages. Damages that would lead to a malfunction was not detected at the received sample. The flow rate of the pump was tested, and no issues were noted. The flow rate of the pump was within specifications. Based on the evaluation results, the reported defect was not confirmed. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.